Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of opening assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.3., b.5., b.6., d.1., d.2., d.4., d.6b., g.4., h.4., h.6.

Event description:
Patient reported left side rupture, fever and dead skin. Device has been explanted.

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and rupture.

Event description:
Patient reported left side rupture, fever and necrosis. Device remains implanted.